Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# 0214015478, implanted: (B)(6), explanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer¿s system was explanted due to erosion, the implantable neurostimulator (ins) was exposed to atmosphere. A swab was taken to determine cause. It was noted that the explant was not for a device-related reason and the issue was resolved. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the swab results as enterobacter, staphylococcus.